Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event 231008 during flow sensor calibration/possible 02 valve no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) ------------------------------------------------------------------------------------------ hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11 ------------------------------------------------------------------------------------------

Event description:
The following was reported to hamilton medical ag: technical event (B)(4)during flow sensor calibration/possible 02 valve no patient involvement